Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to be indicate there was a manufacturing related cause for this event. This is the first complaint reported for lot number anxf1333 to date for deployment issue. The device was returned with the stent graft partially deployed and protruding from the tip of the outer sheath. An attempt to deploy the stent graft was not successful, as the stent graft was stuck inside the outer sheath. Based on these results, the investigation is confirmed for deployment failure. Per the reported events, the delivery system was being deployed in a curved vessel; therefore, it is possible that patient factors contributed to the event. However, the definitive root cause could not be determined based upon available information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the attempt the deploy a stent graft in the cephalic arch, the deployment mechanism was unresponsive and the stent graft could not be deployed. The stent graft was removed and another stent graft was deployed without incident. There is no reported patient injury.